Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator replacement procedure, noise oversensing was observed on the right ventricular lead. Noise was not reproducible. The patient was device dependent and the physician opted to replace the lead. The lead was capped on (B)(6) 2019 and replaced. The patient was discharged following the procedure.